Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was also observed that the device could not charge and shock for defibrillation therapy due to the depletion of the internal hybrid layer capacitor (hlc) batteries. Physio determined that the cause of the reported issue was due to an electrically shorted capacitor, designator c76 on the analog pcb assembly. The shorted capacitor depleted the internal hybrid layer capacitor (hlc) batteries. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the charge-pak and attention icons. There was no patient use associated with this event. Upon evaluation of the device, physio-control observed that the downloaded device data logs indicated that the internal hybrid layer capacitor (hlc) batteries had become depleted and that the device would not have been able to deliver defibrillation energy if needed.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was also observed that the device could not charge and shock for defibrillation therapy due to the depletion of the internal hybrid layer capacitor (hlc) batteries. Physio determined that the cause of the reported issue was due to an electrically shorted capacitor, designator c76 on the analog pcb assembly. The shorted capacitor depleted the internal hybrid layer capacitor (hlc) batteries. The customer received a replacement device. Physio-control evaluated the device and verified the reported issue. It was also observed that the device could not charge and shock for defibrillation therapy due to the depletion of the internal hybrid layer capacitor (hlc) batteries. Physio determined that the cause of the reported issue was due to an electrically shorted capacitor, designator c76 on the digital pcb assembly. The shorted capacitor depleted the internal hybrid layer capacitor (hlc) batteries. The customer received a replacement device.